Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized. The customer reported that in june customer went into the emergency room. That night she had cup of coffee, she got home and started feeling nauseated. She gave some insulin, and it did not work and her heart was beating really fast, and she was fainting, blood glucose was over 500mg/dl, and husband called the ambulance and took customer to the emergency room. She had a magnetic resonance imaging, and hospital could not find anything. The cause of hospitalization per doctor was diabetic ketoacidosis. The customer was wearing the pump at time of hospitalization. The insulin pump will not be returned for analysis.